Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1904103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, engaging and disengaging the connectors and sample injectors from lot 1807712. In all cases the product functioned properly, and no issues were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging.

Event description:
It was reported that separation occurred with a connector c35-o. The following information was provided by the initial reporter, "patient was receiving an infusion. Injector became disengaged from connector during the infusion. Possible tension on tubing upon disconnection of cstd." 1 of 5 complaints.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred with a connector c35-o. The following information was provided by the initial reporter, "patient was receiving an infusion. Injector became disengaged from connector during the infusion. Possible tension on tubing upon disconnection of cstd." 1 of 5 complaints.